Event description:
During tubal fulguration procedure, the first novasure instrument that was opened failed to perform correctly. Although the indicator light was on, there was no vacuum. Another instrument was opened and the surgery continued without incident. There was no harm to the pt. Dr (B)(6).